Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call indicating that the insulin pump had physical damage. Customer's blood glucose at time of incident was 124 mg/dl. The customer's husband stated the reservoir compartment is chipped. The customer's husband noticed a crack on where the screws in and if pump turn over the reservoir will fall off and we put a piece of tape. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked case at the reservoir tube window corners and broken reservoir tube lip; a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.